Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact air drive device failed the following pretests: visual impression, check the tool coupling, check tool coupling with attachment, check for excessive noise, check for reverse locking mechanism, check for air leak, check the rpm with test bench, check starting behavior, check for marking and labeling, general condition, and check status of development. It was noted on the service order that the device had loss of power and general wear of internal and external components. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.